Event description:
The product was used during a nissen procedure. Reportedly, the needle broke. The surgeon used another instrument to complete the procedure. The hosp has reported no pt injury occurred.

Manufacturer narrative:
4/6/1998-supplemental report #1 submitted to FDA. The reported condition could not be confirmed and the exact cause could not be reliably determined as the entire needle was not for investigation.